Manufacturer narrative:
Product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2010, explanted: (B)(6) 2012, product type: catheter. (B)(4). Returned for analysis was the pump and the catheter. Analysis of the pump revealed no anomaly, normal device function. Analysis of the catheter revealed non significant anomalies, i.e. Sc connector/coring-tears-cuts in the seal with no leak seen; acceptable testing.

Event description:
The device was returned for disposal only with no allegation of a device malfunction. It was stated that the patient had passed away on (B)(6) 2012. The cause of death was noted as "mixed drug intoxication due to morphine, sertraline, benzodiazepines and topiramate". The drug(s) delivered via the pump were not reported. Additional information received as of the date of this report, : it was reported that the device was a medical examiner's office for a year. Per healthcare provider oxazepam, temazepam, morphine, sertraline and topiramate were in sufficient levels to contribute to death. Autopsy findings: "pulmonary congestion and edema (combined lung weight 1115 g)", "numerous linear scars on trunk and extremities consistent with surgical procedure in remote past", "surgical absence of gall bladder, vermiform appendix and uterus, remote", "encapsulated metal plate attached by screws to anterior cervical spine", "morphine pump in subcutaneous tissue of right lower abdominal quadrant", "small scrapes and petechiae on left lower extremity", "incidental papillary microcarcinoma (1mm diameter) of thyroid". A comprehensive drug screen included blood and urine samples. The blood sample was positive for gabapentin (trace), morphine free 254 ng/ml and total 1328 ng/ml, sertraline 2.1 mg/l, demethylsertraline, temazepam 368 ng/l, oxazepam (trace), topiramate 4.0 mg/l, trazodone (trace). The urine sample was positive for gabapentin, hydromorphone, morphine, sertraline, desmethylsertraline, temazepam, oxazepam, topiramate and trazodone. Probable cause of death mixed drug intoxication due to morphine, sertraline, benzodiazepines and topiramate".